Manufacturer narrative:
D10 concomitant product: vlft10gen, vlft10gen ft series energy platformx1, (sn: unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a procedure, at first, the device performed normally that vessel sealed and dissected. After 1-2 hours usage, the device suddenly stuck and unable to open jaw. Since inability to open the jaw after activation, surgeon needed to use monopolar to dissect surrounding tissue to get the device out. A new device was used successfully.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: b5, g3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during gyne procedure, at first the device performed normally that vessel sealed and dissected, after 1-2 hours usage, the device suddenly stuck and unable to open jaw. Since inability to open the jaw after activation, surgeon needed to use monopolar to dissect surrounding tissue to get the device out. User mentioned the device cleaned once charring built up. Knife was not extended or protruding. A new device was used successfully.

Manufacturer narrative:
Additional information: b5, d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the device's knife blade was stuck on eschar buildup. Product analysis found the device's jaws were stuck on eschar buildup, which prevented the jaws from opening initially. The jaws of the device were cleaning to allow them to open and the excess eschar was cleared away. More frequent cleaning of the jaws could have prevented build up of eschar. It was reported that the device stopped working and jaws was difficult to open. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during gyne procedure, at first the device performed normally that vessel sealed and dissected, after 1-2 hours usage, the device suddenly stuck and unable to open jaw. Since inability to open the jaw after activation, surgeon needed to use monopolar to dissect surrounding tissue to get the device out. User mentioned the device cleaned once charring built up. Knife was not extended or protruding. A new device was used successfully.